Event description:
It was reported that the pt underwent a cervical procedure using anterior fixation. During the procedure, the fixation screw went through the plate hole. The screw head stripped, and could not be removed. The fixation location was adjusted and the construct was replaced. The stripped screw was left in the pt. No other pt complications were reported.

Manufacturer narrative:
The screw remains implanted, return of the screw to the MFR is not possible. The plate was returned to the MFR for eval. Based on deformation and scratches on the plate, the plate appeared to have screws inserted at improper trajectory and insertion torque.